Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy after 5 years') and abortion spontaneous ('lost the baby at 15 weeks') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy after 5 years". On an unknown date, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), pelvic pain ("strong cramping"), migraine ("migraines"), abdominal pain upper ("stomach pain") and fatigue ("fatigue"). At the time of the report, the pregnancy with contraceptive device, abortion spontaneous, migraine, abdominal pain upper and fatigue outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain upper, abortion spontaneous, fatigue, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: pregnancy with contraceptive device, abortion spontaneous ,pelvic pain, abdominal pain upper ,migraine, fatigue and device ineffective. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy after 5 years') and abortion spontaneous ('lost the baby at (B)(6) weeks') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy after 5 years". On an unknown date, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), pelvic pain ("strong cramping"), migraine ("migraines"), abdominal pain upper ("stomach pain") and fatigue ("fatigue"). At the time of the report, the pregnancy with contraceptive device, abortion spontaneous, migraine, abdominal pain upper and fatigue outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain upper, abortion spontaneous, fatigue, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following one/ ones were reported via social media: pregnancy with contraceptive device, abortion spontaneous, pelvic pain, abdominal pain upper, migraine, fatigue and device ineffective. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.